Manufacturer narrative:
The device was returned to olympus for inspection and the reported b30 failure was confirmed, but the image snow was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 scope communication error. A root cause could not be identified. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoeye flex deflectable videoscope had a b30 scope communication error and image snow. The event was found at set up and inspection for use. There were no reports of patient harm.